Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr (B)(6) revised the duracon knee with a (B)(4) cs insert. Surgery went as planned."